Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a network connectivity issue. The technical support specialist checked on device med1, confirmed that was communicating with the server as usual and no network issue was found. The system functioned as intended after the technical support specialist troubleshooted the device

Event description:
It was reported when using the bd pyxis medstation system there was network connectivity issue. The customer reported that the medstation has been in disconnected/critical override mode. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.